Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be operating in safety mode, causing the patient to experience diaphragmatic stimulation. Technical services (ts) was consulted, and device replacement was recommended. The physician opted to program tachycardia therapy off. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be operating in safety mode, causing the patient to experience diaphragmatic stimulation. Technical services (ts) was consulted, and device replacement was recommended. The physician opted to program tachycardia therapy off. No additional adverse patient effects were reported. This device remains in service.